Event description:
Customer reported a failure code 812:02. No patient injuries associated with this report and there have been no reports filed customer stated incident occurred during biomed testing.